Event description:
Had femto lasik in (B)(6). After summer is over, I was out running in the woods and my eyes got so worst and I feel real sick because of that I noticed something is really wrong with my eyes. It's 3 years almost I live with in constant eye pain and depression. Starburst glare I don't know where all of this horror end. I try to give my best life was not easy before. But this is something else I don't wish anybody in the world. This guys are not doctors, no real doctor would cut on healthy organ when there would be risk and complication. "Is the product over-the-counter: yes."